Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cassette leaked during priming. There was no patient involvement. Additional information was requested but not received.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device record history (DHR) and lot history could not be reviewed. The wet returned sample was visually inspected and no obvious defects were found. The probe was cut off, and was not returned with the sample. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interfering. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. The manufacturer internal reference number is: (B)(4).